Event description:
As the instrumentation was being placed, a small portion of the cottonoid got torn and was entrapped by the instrumentation. Attempts at removing the prosthesis were made, however they could not be removed. The surgeon was able to bore around the prosthesis and get the remaining portion of the cottonoid out. Intraoperative x-ray did confirm this.